Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The caller reported via phone call that the insulin pump alarmed button error. The keys on the insulin pump were unresponsive. The customer was on a trip near the beach and the insulin pump could have been exposed to sweat. Her blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.